Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported no ice formation could not be confirmed as the needle passed all investigative testing and the ice ball size was within the specification. No failure was found.

Event description:
During a cryoablation procedure, when trying to use an iceforce needle, the needle achieved less than 60% of what the expected ice ball size should be. The physician was very unhappy with the poor needle performance and expected to achieve a larger ice ball based on isotherm data chart margins. He is also concerned about the possibility of cancer reoccurrence due to the small size of the ice ball. The physician performed 3 freeze and thaw cycles trying to achieve sufficient margins to kill the lesion. The physician requested a full analysis of this needle and the 1st needle, so that he can determine next steps regarding the treatment of his patient. The procedure was completed with no injury to the patient. The needle will be returned for investigation.

Event description:
During a cryoablation procedure, when trying to use an iceforce needle, the needle achieved less than 60% of what the expected ice ball size should be. The physician was very unhappy with the poor needle performance and expected to achieve a larger ice ball based on isotherm data chart margins. He is also concerned about the possibility of cancer reoccurrence due to the small size of the ice ball. The physician performed 3 freeze and thaw cycles trying to achieve sufficient margins to kill the lesion. The physician requested a full analysis of this needle and the 1st needle, so that he can determine next steps regarding the treatment of his patient. The procedure was completed with no injury to the patient. The needle will be returned for investigation.